Manufacturer narrative:
The maude event report did not include contact information for the complainant; therefore no attempts for additional information can be made at this time. Based on the limited information that has been provided, we are unable to determine to what extent, if any the bard device may have caused or contributed to the events as alleged. Should additional information be provided, a supplemental MDR will be submitted. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Remains implanted.

Event description:
The following was reported via maude event report (mw5071416): as alleged / stated on the maude event report, "I have a bard perfix plug. It was installed in 2002. Around 2008/2009, severe nerve damage in my leg and crotch began. Then I started feeling it harden and dig into my left testicle when I moved I am very close to claiming disability. Now I have hypertension, many more symptoms beyond 4000 characters. It feels like somebody stabbed me in the groin with something hot and left it there. I can predict rain, when it curls up inside of me, due to humidity and barometric pressure. It hardened, it moved, it scarred and maimed me. I have dysejaculation and get mysterious rashes from the immunoresponse to the polypropylene. I walk funny. I have anal leakage. My colon is constantly irritated by scar tissue, caused by the part. "Did you really take a () bribe to pass this without that." It has ruined my life."